Manufacturer narrative:
Per tandem¿s t:slim x2 with control-iq user guide: "avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump."

Event description:
It was reported that a malfunction alarm occurred. According to the customer, they deal with hot temperatures due to their job at times. Reportedly, the customer contacted their healthcare provider to obtain alternate insulin therapy. Customer¿s blood glucose level was 277 mg/dl.